Event description:
It was reported by user facility medwatch (B)(4) that the endopouch was being used to retrieve the specimen (ovary) from the abdomen and the bag tore/failed (after the opening of the bag was delivered through the abdominal wall). At the same time a perforation of the bowel (rectosigmoid colon) was also detected. It is unclear if the two are at all related. Device indicated as not available for return. Additional information was requested but no response has been received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returning. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. (B)(4).